Event description:
A healthcare provider for a clinical study initially reported via a manufacturing representative that the patient was hospitalized for ¿cluster.¿ the patient experienced seizures. The severity was noted as moderate. Diagnostic examination, CT scan, ECG results, laboratory testing and scalp eeg results all showed normal on (B)(6) 2014. It was unknown if the event was related to the implantable neurostimulator (ins), left lead, right lead, left extension, or right extension. The event was reported as worsening or exacerbation of an existing condition. Actions required as a result of the event included 9 days of in-patient hospitalization, 16 days of prolongation of existing hospitalization, an emergency room visit, 23 neurology visits, and 1 surgery visit. The patient had surgery because of injury after face trauma on (B)(6) 2014. The patient had medical or non-surgical therapy on (B)(6) 2014. The outcome was resolved without sequelae on (B)(6) 2014. Additional information received reported the diagnosis was updated to epileptic seizure cluster. Relatedness was ¿only possibly¿ related to programming/stimulation. Other actions besides hospitalization include stitching due to seizure related fall on face on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.